Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a surgery, the patient did not place the ipg into surgery mode as recommended. As a result, the ipg became inoperable.